Event description:
After putting on protegrity latex, sterile, powder free gloves, this developed a local rash, itching, and burning which progressed to dyspnea. Was seen in ed, given antihistamine and solumedrol and was sent home on prednisone and antihistamine. Nine days later a second pt had an anaphylactic reaction after wearing the same type of glove from the same lot number.